Event description:
The company was informed that the patient's electrode array has migrated into the tympanic membrane. The patient's device was explanted and tympanic membrane was repaired. The patient was reimplanted with another advanced bionics cochlear device.